Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Sizing sheet was received and reviewed. The review indicated the patient presented with tortuous iliacs. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the information reviewed, the cause for the reported distal endoleak could not be determined; however, vessel tortuosity and reported aneurysm growth may have may have played a role. The device instructions for use (IFU), under potential adverse events indicates that endoleaks are a known risk of the procedure. Remains implanted in the patient.

Event description:
It was reported that approximately 12 months post implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed a distal type ib endoleak. Reportedly, the endoleak developed due aneurysm sac growth. The patient was treated with a limb extension, which improved the endoleak. The physician elected to monitor the patient and a 30-day follow up visit will be conducted to determine a course of action, if any.